Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness. Patient also alleged nose burn and using burn cream. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness. Patient also alleged nose burn and used burn cream. The device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inspection was performed by the manufacturer. The manufacturer found no no issues. An internal visual inspection was performed by the manufacturer. The manufacturer found unknown dust contaminant on the ui panel, blower, and blower seal, evidence of liquid ingress on the blower only. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms evidence of dust contaminant on the ui panel, blower, and blower seal and liquid ingress on the blower. Section d9, g3, h6 has been updated / corrected.